Event description:
It was reported that during a endoscopic thyroidectomy procedure, the jaw was not closed even though the trigger was working. Unknown how case was completed. Surgery was prolonged five minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the device was returned in good visual condition. No functional test could be performed, as the clamp arm did not close. The device was disassembled to verify the condition of the internal components and it was noted that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open adn close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device. This could have resulted in an error code or solid tone.